Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The service technician followed the troubleshooting steps for alarm 1012 and was successful as well as performed the ac pump, soft cassette housing, draw pump, and return pump auto-test and received passing results. Device is operating as intended. The device serial number history report indicates no further related issues have been reported for this device. The lot number was not provided therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer did not respond to multiple attempts to obtain information for the investigation such as patient (recipient) information, recipient outcome, procedural details and lot information. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: *loading issue failure to lay the plasma bottle flat in the bottle holder *improperly spiked ac or failure to remove air bubbles from ac after spiking. Ac pump has debris or is obstructed. Defective donor needle line or donor needle connector. *incorrect venipuncture *loading issue causing a kink/tubing line obstruction, and/or an air block

Event description:
The customer reported that the rika device alarmed 1012 volume discrepancy and a large amount of air bubbles about 12 inches was about to be infused into the donor. Patient information and outcome are unknown. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the rika device alarmed 1012 volume discrepancy and a large amount of air bubbles about 12 inches was about to be infused into the donor. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that the rika device alarmed 1012 volume discrepancy and a large amount of air bubbles about 12 inches was about to be infused into the donor. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The service technician followed the troubleshooting steps for alarm 1012 and was successful as well as performed the ac pump, soft cassette housing, draw pump, and return pump auto-test and received passing results. Device is operating as intended. The device serial number history report indicates no further related issues have been reported for this device. The lot number was not provided after three follow up attempts, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer did not respond to multiple attempts to obtain information for the investigation such as patient (recipient) information, recipient outcome, procedural details and lot information. Investigation is in process, a follow-up report will be provided.